Manufacturer narrative:
The investigation of vf/vt/af/at, low pump flow, infection/sepsis, stroke/cva, and vascular damage - peripheral vessel has been completed. The pump was not returned for investigation. Low pump flow: the data log shows several suction alarms and low pump flow at the start of the case on (B)(6) 2025, along with a trending placement signal. The placement signal continued to show some trends the following day, during which low pump flow and additional suction alarms were reported. No motor current spikes or positioning issues were reported during the case. The patient underwent a blood transfusion during the pump implantation and received multiple blood products. The cause of the low pump flow issue was most likely patient condition related, based on data log review and given clinical details. Vf/vt/af/at: the root cause of the vt/vf/at/af was unable to be determined due to insufficient clinical details. Infection/sepsis: the root cause of the infection/sepsis was unable to be determined due to insufficient clinical details. Stroke/cva: the root cause of the stroke/cva was unable to be determined due to insufficient clinical details. Vascular damage - peripheral vessel: the cause of the vascular damage issue was not determined since product was not returned and sufficient clinical information was not provided.

Event description:
The complainant reported a patient with postcardiotomy cardiogenic shock was implanted with an impella 5.5 for mechanical circulatory support and experienced a number of complications and would subsequently expire. The patient was admitted after coming to the emergency department with complaints of left-sided chest pain and shortness of breath for several days. The patient underwent a left heart catheterization and was diagnosed with multi-vessel disease. Surgical consult was initiated. The decision was made to implant an impella 5.5 which was successfully completed. An axillary cut down made and a 10 x 30 millimeter hemashield platinum was anastomosed. The left ventricle was accessed, and a guidewire exchange occurred. The impella 5.5 was advanced across the aortic valve. The wire was pulled and support was initiated at performance level p-2. Support slowly ramped up and then had to go back onto bypass. During the procedure, when trying to separate from pump, the patient became pulseless, defibrillated multiple times and crashed back onto the pump in which the previously placed graft had to be repaired. The patient received ten units of packed red blood cells, two units of platelets, six units of fresh frozen plasma and two units of cryoprecipitate. An impella rp flex was placed and then flows titrated up. Echocardiogram measured mid flow 4.3 centimeters from the aortic valve annulus. The graft was cut down and sutured into place. The impella was secured and pocket packed and chosen to be left open. The patient had to be defibrillated two more times before leaving the operating room. The patient was planned for a transfer to a different facility. The following day, the patient began to have seizure like activity and spiked a temperature. The patient was having multiple suction events and devices performance level was decreased. The patient was getting albumin and discussion was made for the need for volume verse increasing vasopressors and inotropes. The patient, at this time, was tolerating impella rp flex at p-7 with 2.9 liters per minute (l/min) of flow and impella 5.5 is at p-6 with 3.5 l/min of flow. The patient continued on support with plans remaining for transfer to an outside facility. The patient remained intubated and sedated tolerating p-9 on the impella rp flex with 3.1 l/min of flow and impella 5.5 at p-9 with 5.1 l/min of flow. On day three of support, overnight and in the morning, the patient had to be shocked multiple times due to going into ventricular fibrillation (vf). Bedside, echocardiogram was performed. Ejection fraction was approximately ten percent and the right ventricle was not really moving. The position was verified at 5.15 centimeters. A noted plan was to do a bedside washout and an electroencephalogram to determine neurology status. The following day, the family was called and discussed withdrawal of care within the next day or so as the physician noted suspicion of a massive neurological injury. The patient was too unstable for scans. The physician was unsure if it was a bleed versus ischemic. Core temperature was 40 celsius, left ventricular ejection fraction was five percent and right ventricular ejection fraction was ¿worse.¿ the following day care was withdrawn and the patient expired. Additional information was received. The reason for the ventricular fibrillation was not associated with the pump but was due to poor cardiac output/perfusion along with electrolyte imbalances.

Manufacturer narrative:
The medical safety officer reviewed the event and determined there is not enough evidence to exclude the impella 5.5 as an associated factor in the patient's demise outcome (given this device-related adverse events of vascular/damage bleeding, temperature, ventricular fibrillation and seizure). Events (temperature and ventricular fibrillation) occurring with the impella rp flex are to be reported as serious injury. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿